Manufacturer narrative:
(B)(6). Additional information: the device was received and the evaluation is complete. An event history log review was conducted and verified the reported high drain 101 alarm. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. Although the high drain 101 was observed in the logs, this does not indicated an iipv event. Review of the therapy parameters found the home patient started the therapy with the fill volume programmed for 800ml. During fill 1, the home patient stopped the therapy and changed the fill volume to 600ml, and subsequently changed the fill volume to 500ml during dwell 1, which caused the high drain alarm to occur during drain cycle 1. Upon conclusion of the investigation, the cause of this issue was determined to be the customer changed the largest fill volume therapy setting during dwell 1. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient was not connected at the time of the alarm. The technical service representative determined that the patient had no symptoms related to this event, but the patient did indicate that they were changing their fill volume (fv) between 600ml and 800ml throughout the night. The initial drain volume (dv) was 42ml, the last fv was 0ml and there were no bypasses noted. There was no patient injury or medical intervention associated with this event. No additional information is available.